Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017 and was forwarded to bayer on 28-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), polymenorrhagia ("irregular haemorrhagic menstrual periods every 15 days"), abdominal distension ("swollen abdomen"), pruritus ("itching"), multiple allergies ("allergies"), uterine polyp ("uterine polyp"), dizziness ("dizzy spells"), fatigue ("chronic fatigue"), tinnitus ("tinnitus"), migraine ("migraine"), disturbance in attention ("difficulty concentrating"), memory impairment ("disturbance of memory"), visual impairment ("problem with vision"), tooth fracture ("problem with teeth (broken teeth)"), alopecia ("hair loss"), tendonitis ("tendonitis"), arthralgia ("joint pain"), osteoarthritis ("major osteoarthritis"), insomnia ("insomnia"), hyperhidrosis ("sweating") and chills ("chills"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, polymenorrhagia, abdominal distension, pruritus, multiple allergies, uterine polyp, dizziness, fatigue, tinnitus, migraine, disturbance in attention, memory impairment, visual impairment, tooth fracture, alopecia, tendonitis, arthralgia, osteoarthritis, insomnia, hyperhidrosis and chills outcome was unknown. The reporter considered abdominal pain, polymenorrhagia, abdominal distension, pruritus, multiple allergies, uterine polyp, dizziness, fatigue, tinnitus, migraine, disturbance in attention, memory impairment, visual impairment, tooth fracture, alopecia, tendonitis, arthralgia, osteoarthritis, insomnia, hyperhidrosis and chills to be related to essure. The reporter commented: since placement of essure, my health problems have been accumulating. I have consulted several specialists for ailments of different sorts. No diagnoses have been made. Today, I have made the connection with placement of essure and all my health problems that have gone unanswered by the medical corps. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted approximately 6 years before the report and experienced abdominal pain. Removal of essure was scheduled. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but these events may also have different causes, gynecological and non-gynecological. In this particular case, the events started after the insertion of the coils and several physician had been consulted without receiving a diagnosis. Given the course of the event and the lack of alternative explanations, a causality of essure cannot be totally excluded (related). Numerous other events, including allergies and general or musculoskeletal complaints (per se non-serious) were additionally reported. The case was classified as incident in line with the ha assessment and given that device removal will be required. No active follow-up can be pursued in this ha case. A product technical analysis is expected.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 24-mar-2017 and was forwarded to bayer on 28-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("irregular haemorrhagic menstrual periods every 15 days"), abdominal distension ("swollen abdomen"), pruritus ("itching"), multiple allergies ("allergies"), uterine polyp ("uterine polyp"), dizziness ("dizzy spells"), fatigue ("chronic fatigue"), tinnitus ("tinnitus"), migraine ("migraine"), disturbance in attention ("difficulty concentrating"), memory impairment ("disturbance of memory"), visual impairment ("problem with vision"), tooth fracture ("problem with teeth (broken teeth)"), alopecia ("hair loss"), tendonitis ("tendonitis"), arthralgia ("joint pain"), osteoarthritis ("major osteoarthritis"), insomnia ("insomnia"), hyperhidrosis ("sweating") and chills ("chills"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, polymenorrhagia, abdominal distension, pruritus, multiple allergies, uterine polyp, dizziness, fatigue, tinnitus, migraine, disturbance in attention, memory impairment, visual impairment, tooth fracture, alopecia, tendonitis, arthralgia, osteoarthritis, insomnia, hyperhidrosis and chills outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, chills, disturbance in attention, dizziness, fatigue, hyperhidrosis, insomnia, memory impairment, migraine, multiple allergies, osteoarthritis, polymenorrhagia, pruritus, tendonitis, tinnitus, tooth fracture, uterine polyp and visual impairment to be related to essure. The reporter commented: since placement of essure, my health problems have been accumulating. I have consulted several specialists for ailments of different sorts. No diagnoses have been made. Today, I have made the connection with placement of essure and all my health problems that have gone unanswered by the medical corps. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1049 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted approximately 6 years before the report and experienced abdominal pain. Removal of essure was scheduled. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but these events may also have different causes, gynecological and non-gynecological. In this particular case, the events started after the insertion of the coils and several physician had been consulted without receiving a diagnosis. Given the course of the event and the lack of alternative explanations, a causality of essure cannot be totally excluded (related). Numerous other events, including allergies and general or musculoskeletal complaints (per se non-serious) were additionally reported. The case was classified as incident in line with the ha assessment and given that device removal will be required. No active follow-up can be pursued in this ha case. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible.